Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had 10 minutes delay and staffs added the patients manually. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patients were not crossing over and user need to manually add information as processing took too long. A technical support specialist (tss) followed the knowledge article "device time is incorrect" and resolved the issue. Updates were communicated to the customer, and it was confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.